Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 375 mg/dl. The customer treated with a bolus from the insulin pump. The customer disconnected from the infusion site and programmed a bolus of about two to three units. The customer reported that only a drop and half of insulin went through. The customer was inquiring why there was no alarm to say that the correct amount of insulin did not go through. The customer was advised that as long went through; the insulin pump would not alarm no delivery. No additional information was provided.